Event description:
Same case as MDR ID#: 2134265-2013-02201 and 2134265-2013-02238. It was reported that during a percutaneous coronary intervention, imaging catheter was unable to be pulled back by the motordrive unit of the ilab imaging system. The 75% stenosed target lesion was located in mild tortuous and mild calcified left anterior descending artery. A f/g atlantis sr pro² was used for visualization of the lesion. The motordrive unit (mdu) of the ilab imaging system was unable to pull back the imaging catheter. Imaging core windup of the imaging catheter was also noticed. The procedure was completed with the same sled and mdu. No patient complications were reported and the patient is in good condition.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).